Event description:
Customer stated that the insulin pump is not functioning correctly. Customer had a hospitalization due to high blood glucose. The insulin pump was alarming no delivery. The blood glucose reading at the time of the event was 633 mg/dl before she was able to control it. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.